Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioflex meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged power issue began at an unspecified date and time during (B)(6) 2017. The patient informed the csr that she manages her diabetes with self-adjusted insulin and claimed she took an extra 5 units of insulin on (B)(6) 2017 as a result of the alleged issue. The patient denied developing any symptoms and there was no report of any medical treatment/intervention received due to the alleged issue. The patient denied using any other device to test her blood glucose. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The csr documented the correct test strips were being used for testing. The csr noted the meter would power on manually when the power button was pressed but not when a test strip was inserted. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.